Event description:
The ge oec 9800 fluoroscopy sys would not boot up or power up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and noted the checksum errors. This isolated the issue to the cmos which was reset. Additionally, the power plug was noted to have a loose connection at the plug, and this was also repaired. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.